Manufacturer narrative:
Novocure's medical opinion is novocure medical opinion is that this is a serious event related to the underlying disease (gbm) unrelated to optune gio therapy. Healthcare provider was unable to rule out a possible contribution of optune gio therapy to the event. Therefore, novocure will report this case out of an abundance of caution. Cognitive disorder is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm) and is a known complication of the underlying disease. Stress is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Incoherent behavior, a sensation of mental fog, repetitive speech characterized by repeating words in a loop, frontal headaches, and increased asthenia are assessed as related to underlying disease, unrelated to optune gio therapy. The sharp left-sided chest pain lasting a few seconds, and possible auditory hallucination are secondary symptoms of significant anxiety, therefore not coded separately.

Event description:
A 46-year-old female with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2024, as part of the non-interventional study (nis) ¿use of ttfields in france in routine clinical care study program ¿ daily activity, sleep and neurocognitive functioning in newly diagnosed glioblastoma patients¿ (tiger france). On june 25, 2026, novocure received a report from a study site coordinator indicating that the patient experienced a confusional state on (B)(6) 2026, and was hospitalized from (B)(6) to (B)(6) 2026. The event was reported as moderate in severity and was assessed by the physician as not related to concomitant therapy, the underlying disease, the investigational procedure, or optune gio therapy. On (B)(6) 2026, novocure received a hospital summary stating that the patient presented to the hospital on (B)(6) 2026, with confusion and temporospatial disorientation and was treated with clobazam 5 mg. According to the report, beginning on (B)(6), 2026, the patient experienced incoherent behavior, a sensation of mental fog, repetitive speech characterized by repeating words in a loop, frontal headaches, and increased asthenia. The report indicated that these symptoms developed after the patient received her disability card and became aware of the seriousness of her illness. The patient's spouse additionally reported brief episodes during which the patient smiled but did not respond. The spouse also reported worsening symptoms and asthenia following the patient's most recent bevacizumab treatment on (B)(6) 2026. Furthermore, the patient reported awakening suddenly with sharp left-sided chest pain lasting a few seconds, accompanied by significant anxiety and a possible auditory hallucination, described as hearing her son and husband simultaneously. An MRI performed on (B)(6) 2026, reportedly demonstrated no significant change compared with the MRI conducted on (B)(6) 2025, with no evidence of intracranial hemorrhage. In addition, a letter dated january 29, 2026, documented that the patient was discharged home on (B)(6) 2026. Discharge medications included amlodipine/valsartan/hydrochlorothiazide 5 mg/160 mg/12.5 mg, one tablet to be taken each morning. Continuation of the patient's usual treatment regimen and follow-up with the attending physician at the beginning of the following week were recommended. On (B)(6) 2026, novocure received a follow-up report indicating that the patient experienced an episode of confusion and stress in late (B)(6) 2026, which prompted a visit to the emergency department. The patient's condition subsequently improved following discontinuation of optune gio therapy and initiation of antihypertensive treatment. According to the follow-up report, the physician's causality assessment for the confusional state was updated from not related to related to optune gio therapy. Consequently, optune gio therapy was permanently discontinued. At the time of reporting, the event had resolved with sequelae.